Manufacturer narrative:
(B)(4).

Event description:
The customer complained of intermittent errors on a cobas 6000 c (501) module. The customer also complained of discrepant results for 2 patients tested for ise indirect na and ci for gen.2. Patient 1 initial na result was 121 mmol/l. This result was reported outside of the laboratory where it was questioned by the doctor since the na result for this patient from a different sample was 135 mmol/l. The sample producing the result of 121 mmol/l was repeated on a different c501 module and the result was 133 mmol/l. This patient also had an initial cl result of 119 mmol/l. The repeat on the other c501 module was 99.3 mmol/l. Patient 2 (male, (B)(6) years) initial na result was 172 mmol/l. The sample was repeated on the same c501 module with a result of 86 mmol/l. The sample was repeated on a different c501 module with a result of 133 mmol/l. This patient also had an initial cl result of 72.2 mmol/l. The sample was repeated on the same c501 module and the result was 140 mmol/l with a data flag. The sample was repeated on the other c501 module with a result of 64.7 mmol/l. No incorrect results were reported outside of the laboratory for patient 2. The repeat results from the other c501 module were believed to be correct. No adverse event occurred. The na electrode lot number was e57 and the cl lot number was s97. Prior to the event, the na and cl electrodes were last replaced on (B)(6) 2018. The reference electrode was last replaced in "(B)(6) 207." The customer stated that prior to testing the samples for patient 1 and 2, alarms were generated on the c501 module. The customer performed an ise check x10 between the testing for patient 1 at 12:00 p.m. And patient 2 at 5:00 p.m and there were no issues. The field service engineer (fse) visited the customer site and found an issue with the reference electrode. Dried, crystallized reference solution was found around the o-ring and fittings of the reference cartridge. Dried serum was found around the na/k/cl electrodes on top of the acrylic blocks. The fse replaced the reference electrode and pinch valve tubing. The serum and crystallization were cleaned from all ise areas. The sipper nozzle was adjusted. Base line instrument checks were performed and all pressures and the vacuum were within specification. Precision testing was completed with acceptable results. Ise checks were performed and no further alarms were generated. The customer ran calibration and qc with results meeting their specifications. The customer has had no further issues since the service visit. The investigation determined that the reference electrode issue found by the fse was the root cause of the event.